Event description:
The sheath around the tip of a boston scientific resolution 360 clip broke off during insertion and was able to be retrieved by the physician. We will be sending the device back to bs for evaluation. No harm to patient, per physician an easy retrieval of broken piece.